Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the tube of an opt544 optiflow nasal cannula came out from the patient side connector when the flow volume was increased from 40l/min to 50l/min. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint opt544 has been returned to fisher & paykel healthcare and is currently being evaluated. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint opt544 nasal cannula was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed that the breathable film of the tubing of the opt544 device was disconnected from the manifold. A lot check could not be performed as no lot date was provided. Conclusion: the most likely cause of the reported fault is the patient pulling on the tube. The hospital reported that the tubing disconnection occurred when the flow was increased from 40 l/min to 50 l/min. This suggests that the damage occurred after the product was released for distribution. The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt544 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded. The user instructions that accompany opt544 interface state the following: "do not crush or stretch tube."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the tube of an opt544 optiflow nasal cannula came out from the patient side connector when the flow volume was increased from 40l/min to 50l/min. No patient consequence was reported.